Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that when the vela ventilator was turned on, it gave 'vent inop', 'motor fault', 'transducer fault', 'circuit disconnect', and 'low minute ventilation (ve)' alarms during pre-testing calibration.